Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right atrial (ra) lead exhibited varying capture threshold measurements resulted in high output mode. Programming changes were made. The patient was in stable condition.